Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artifacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint description. Furthermore the provided data included the pacing impedance trend curve for the period from (B)(6) 2019 and (B)(6) 2019. A sudden increase of the pacing impedance from initially 500ohms to greater than 3000ohms was evident. In the same time frame the sensing amplitude dropped from about 19mv to 3.5mv with a subsequent varying progression around 10mv. Based on the available data the assumption of a fractured conductor seems likely. However an analysis of the lead itself would be necessary to determine the definitive root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 81 months, oversensing with inappropriate therapies was reported.

Manufacturer narrative:
The correct analysis results are now attached. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms showed artifacts on the right ventricular channel leading to oversensing with shock delivery as reported in the complaint description. Furthermore the provided data included the pacing impedance trend curve for the period from (B)(6) 2019. A sudden increase of the pacing impedance from initially 500ohms to greater than 3000ohms was evident. In the same time frame the sensing amplitude dropped from about 19mv to 3.5mv with a subsequent varying progression around 10mv. Based on the available data the assumption of a fractured conductor seems likely. However an analysis of the lead itself would be necessary to determine the definitive root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.